Event description:
It was reported that the stem was implanted on (B)(6) 2007. The x-rays show the progress of the stem and its fixation. The x-rays demonstrate stem loosening. No talk of revision at this stage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.